Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the battery door is broken and screws/parts are missing. The device was returned for repair. There was no patient involvement.

Event description:
It was reported the battery door is broken and screws/parts are missing. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the battery drawer was broken and there were case screws missing. Analysis also found that the ring, both bails, the ring cover, both bail covers and the battery drawer o-ring were missing, that the upper and lower cases were broken and contaminated, that the battery release was contaminated, the battery contacts were compressed, the keyboard was scratched, the battery flex was corroded and the serial number label was damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.